Event description:
Customer reported the insulin from the reservoir was not flowing through the tubing. Customer just wanted to return products. Customer's blood glucose was 159 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.